Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 137 mg/dl. The customer was not operating the pump when he received alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.